Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the battery not holding charge issue could not be verified; however, a usb communications inoperable issue was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting down. A replacement pump was sent to resolve the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg.